Event description:
It was reported that an end user who had been using the infyna chic hydrophilic intermittent catheters since september recently started experiencing the catheters eyelets feeling sharper and scratching her urinary mucosa. She also reported that it felt like there was not enough lubrication on the catheter. The end user saw her medical professional who conducted a ua, the dip stick indicated that there were erythrocytes in the urine, and prescribed antibiotics.

Manufacturer narrative:
Trend analysis conducted for infyna chic 14 french associated with a uti and this was the only report over the last 3 years. Device history record (DHR) review conducted based upon the lot numbers provided and the records were found to be complete and accurate. Unused samples returned to the manufacturing location and tested. The samples and packaging passed all testing. Root cause of reported sharper eyelets, scratching of her urinary mucosa, and uti cannot be determined.